Event description:
It was reported that the patient presented in-clinic for follow-up. The right ventricular lead was exhibiting loss of capture. A chest x-ray confirmed that the lead was in the exact position at implant. The ventricular lead was capturing the atrial rhythm. The lead was positioned in the right ventricular apex. The physician plans to test the device and lead;no intervention was reported.